Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the left circumflex artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for the second time for dilatation. However, the balloon could not be inflated. When the device was removed, it was found out that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.